Event description:
A patient underwent a video-assisted thoracoscopy (vats) for standalone left atrial appendage exclusion using a prov50 atriclip device. Due to lungs being adhered to pericardium and chest wall the procedural approach was converted to a thoracotomy. The prov50 device was advanced through 12mm port at the sixth intercostal space. The prov50 was removed and reintroduced via the thoracotomy at the fourth intercostal space. While positioning device around the left atrial appendage (laa) a tear at the base of the laa and dome of the atrium occurred. An attempt to deploy the clip was unsuccessful. After approximately one hour, the patient was placed on cardiopulmonary bypass, and the tear was sutured via thoracotomy. Despite these measures, the patient expired in the operating room.